Manufacturer narrative:
The device was not returned to zoll medical corporation, instead an approved service provider evaluated on site. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including power cycling without duplicating the report. The processor/bridge/pace board and multifunction cable were both replaced as a precaution. The device will be recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that during biomed testing, the device failed self-test for pacer function. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Justification for no UDI, this device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.